Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 1:30am at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 97mg/dl. A normal result for the end-user around that time of day is usually around 120mg/dl. About 10 minutes after testing with the prodigy meter the end-user passed out on the floor and paramedics were called. There was no food, drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived in approximately 10 minutes, tested the end-users blood glucose with their meter, and received a result of 36mg/dl. The paramedics also tested the end-user blood glucose with his prodigy meter and received a result of 315mg/dl. Caller stated that there was about 20 minutes between the first blood glucose test and the paramedics test. The end-user is on a sliding scale and it is as follows: 30 units at night/ 25-30 units in the daytime. The paramedics gave the end-user a glucose solution to raise his blood sugar. The end-user was not transported to the hospital. The end user does not recall what his blood glucose was when the paramedics left. No additional information was provided.

Manufacturer narrative:
The suspected meter was returned by pdc and okb received the suspected meter on may 23, 2022. No nonconformance was found and recorded in the document (B)(4) after okb reviewed device history record (dhf) of the suspected meter (B)(4) and strips (lot#: d210618b-1). The suspected meter that was shipped to pdc on 2017-06-14 and the retained meter (B)(4) were used to re-examine their setting and all functions, and no malfunction occurred. Standby current (3.0 ua) of the suspected meter met acceptance criteria (< 55 ua). Because patient did not return his strips, the retained strips with the same batch (lot#d210618b-1) from okb's warehouse were used to re-test by the retained meter (B)(4) and any valid control solutions (batch# of level low: 0ah1a03 and exp. By 2022-12-31; batch# of level high: 0ah3a17 and exp. By 2022-12-31). Re-testing results as below met the acceptance criteria, and desiccants of the strip vial are functional (orange color). Test results (level low: 67/68; level high: 324/320) met the acceptance criteria (level low: 30~75 ; level high: 230~340). The root cause of the complaint was unable to be verified without the suspected strips returned from patient or no more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.